Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis# product ID:9569631; lot# unknown visual and optical examination identified that the tip of the instrument has been sheared off and is missing. This is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding devices used in an unknown spi nal therapy. It was reported that the bipolar tips do not properly come together. The curette tip broke during washing process.  Damage was discovered in spd.  There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that for the second product the tips of the bipolar did not come together properly.